Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous follow-up report MDR 2518422-2022-65439-1, section h6 (investigation findings) was incorrectly captured, it has been corrected in this report to reflect the correct information.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cough related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally/internally and dust/dirt and fibrous contamination inconsistent with degraded sound abatement foam observed throughout device enclosure and airpath ,suggesting a source external to the device.slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed.evidence of water ingress andmineral deposits found in the blower box at the bottom of the blower suggesting the use of non distilled water. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one instance of continue error (e-193,err_usb_host_no_device) found. The manufacturer could not confirm the customer complaint and they confirmed the presence of contamination in the airpath.